Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient did not put the ipg in surgery mode as recommended prior to an unrelated medical procedure. As a result, patient lost therapy. Troubleshooting was unable to resolve the issue, and the ipg was deemed inoperable. Surgical intervention may be pending to address the issue.